Event description:
The customer called in to report that he was receiving an alarm from his pump. The customer stated that he received the alarm when he was trying to prime the pump. He said that the pump bulged upward and he pushed it back in. The customer's blood glucose level is 207 mg/dl. Troubleshooting was performed on the device and it was found that the drive support cap was sticking out. We advised the customer to discontinue use of the pump, revert to a back up plan, and to never press the drive support cap while connected. The customer stated that he had pressed the drive support cap multiple times but never while he was still connected to the device. No further information was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The insulin pump received with scratched lcd window, cracked reservoir tube lip, missing end cap sticker and missing address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.